Event description:
Paramedics responded to a person, condition unk. The device was connected to the pt with ECG electrodes for cardiac monitoring. According to the reporter, at some time during the call, the pt's ECG disappeared and was replaced by excessive artifact. A backup device was called for and used and no adverse affects to the pt were reported as a result of the alleged malfunction.